Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test were performed following j&j medtech procedures. Visual inspection revealed a hole near the tip transition, the hole showed exposed wires. The condition was not initially reported by the customer. However upon follow up with the customer about the device condition it was reported that the damage was not noticeable during or after the procedure, it could have been damaged before shipment. The device was connected to the carto 3 system, and it was recognized; however, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force sensor error reported by the customer was confirmed. The condition of the shaft could be related to the transportation of the device after the procedure, however, it could not be conclusive determined. The root cause of the adhesive condition is traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: open circuit (c0205) and manufacturing process problem identified (c16) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the force issue reported by the customer and the insufficient adhesive identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: rod/shaft (g04112) were selected as related to the hole and damage to the shaft identified by bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole near the tip transition. It was initially reported by the customer that the carto 3 system was displaying an error that indicated that the force sensor was disconnected when the catheter was plugged in. (Code unknown) the cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole near the tip transition and the hole showed exposed wires. These findings were reviewed and assessed the findings as MDR reportable since the integrity of the device has been compromised.